Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 61.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was damaged on its distal tip. Conclusions: evaluation of the returned pod8 revealed a damaged introducer sheath distal tip. If the device is forcefully advanced into the hub of a parent device, the distal tip may become damaged. During functional testing, the pod8 was unable to be advanced or retracted from its returned position within the introducer sheath. The damaged introducer sheath likely contributed to the resistance experienced during the procedure and the functional test. Further evaluation revealed a pusher assembly kink. This kink was likely a result of mishandling the device while advancing against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). During the procedure, one pod coil and five pod pcs were implanted in the target vessel using the lantern. As a pod8 was being advanced through its introducer sheath, the physician encountered resistance. The resistance continued until the pod8 reached the hub and became stuck. Therefore, the pod8 was removed. The procedure was completed using another pod8 and the same lantern. There was no report of an adverse effect to the patient.